Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the el5ml device was returned for analysis and upon visual inspection it was noted that the tissue stop was separated from the device and it was not returned. In an attempt to replicate the event reported, the device was tested for functionality. The device was noted to have the tip of the advancer bent. Upon testing, the device was fired and the clips did not fully advance into the jaws due to the advancer condition; this resulted in the formation of four pear shaped clips. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, a tear drop-shaped clip was formed frequently. The clip did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.